Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.